Event description:
It was reported that a death occurred. A coronary angioplasty was being performed on a moderately tortuous lesion in the left main (lm). A 16 x 4.00 promus elite drug eluting stent was implanted from the lm to the left anterior descending (lad) artery. However this stent because deformed due to an issue with the guide catheter. A 12 x 4.00 promus elite drug eluting stent was then deployed inside the previously placed stent. However, the patient became sick at which point an intra-aortic balloon pump was placed. A few hours after the procedure the patient died.